Event description:
This is a verbatim report as received by valeant from q-med. Case reference number (B)(4) is a serious spontaneous case report sent by a physician later which refers to a female age (B)(6) years. The pt's medical condition includes hypertension and diabetes mellitus for five years. No info regarding allergy provided. As concomitant medication she received losartan 50 mg once daily for hypertension and glibenclamide once daily for diabetes, both for 5 years. The pt has previously not received restylane or other filler product. On (B)(6) 2013, the pt was treated with restylane perlane lidocaine (lot 11832) to the nasolabial folds 0.4ml in each side and to the upper and lower lips; 0.1ml in each. The product was injected in the extremities of the lips near the sulcus, using 27g microcannula by retroinjection technique. Initially it was reported that the pt had suffered from allergy [hypersensitivity] and infection [implant site infection] following the injection. Follow-up received on (B)(6) 2013: on (B)(6) 2013, the pt went to the reporting physician's clinic due to asymmetric nasolabial folds [medical device implantation]. However, the physician informed that her nasolabial folds were normal and no corrective action performed. On (B)(6) 2013, the pt went to the reporting physician's clinic again since she was experiencing granulomas [implant site inflammation] throughout the injection area (start date of the event not reported). The granuloma was a hard, palpable and red nodule. The pt was prescribed ciprofloxacin 500mg every 12 hours for 14 days, clindamycin 600mg every 6 hours for 14 days, ketoprofen 100mg every 12 hours for five days and omeprazole 20mg once daily for 30 days. The treatments were started on (B)(6) 2013. On (B)(6) 2013, the pt returned to the clinic due to hyperemia and edema [implant site oedema] throughout the injection area in addition to the previous events. She was prescribed with prednisone and cortisone at the same date. The therapy with ketoprofen was discontinued on (B)(6) 2013. At the same date, the pt returned to the clinic since she was experiencing abscess with pus [implant site abscess] [purulent discharge] in the nasolabial folds, mainly in the right side where a drainage was performed ) (B)(6) 2013). The abscess was with lower intensity in the lower lip since it was the area where a smaller amount of restylane perlane lidocain was injected. On (B)(6) 2013 the abscess worsened and the therapies with ciprofloxacin, prednisone and cortisone were discontinued. At the same date the patient was hospitalized and a surgical prescribed ceftriaxone 1g every 12 hours for 7 days starting on (B)(6) 2013. The patient was discharged from hospital on (B)(6) 2013. Cultures from both drainages on (B)(6) 2013 and on (B)(6) 2013 were partial negative. Due to the culture results the reporting physician believed that the abscess was sterile, however the characteristic was whit and with pus. The case was deemed serious by the reporter because it required intervention. At the time of the report ((B)(4) 2013), the events were improving, however the granulomas and hyperemia persisted mainly in left side. The reporting physician has assessed the case severity as severe. He also informed that he has seen the patient every day and that he is worried about this case. Medical consultant of (B)(6) informed that the corrective action performed was correct and suggested a complete removal of the granuloma. The reporting physician that he has to schedule a surgery since the patient was presenting pain to the touch [implant site pain]. The reporter asked if he could inject hyaluronidase. The medical consultant informed that it is not recommended since it can cause a local depression if all the hyaluronic acid has been removed with the drainages. Follow up information from the reporter received on (B)(4) 2013; on (B)(6) 2013 the edema of the nasolabial folds and lips worsened, mainly in the upper parts near the nose where the drainage was not performed. As corrective treatment the patient was prescribed the time of the report, however, no improvement was verified. The patient would be hospitalized on (B)(6) 2013 for intravenous corticosteroids administration. The reporter was considering hyalorunidase. Medical advice from medical manager in (B)(6): hyaluronidase should be injected only after improvement of inflammatory process, it is off-label use, also that hyaluronidase promotes an important inflammatory reaction, hypersensitivity type 1 reactions are described. Only a histopathological examination can verify if it really is a granuloma, also that granuloma formation due to hyaluronic acid is rare, late and chronic. The event in this case does not seem to be a granuloma since it was very early onset and acute. It could be an infection or a hypersensitivity reaction. The reporter was oriented to perform a biopsy in the affected area and a mycobacterial culture since it takes longer to grow. The reporter informed that does not like to make an engraving in the sulcus of the patient due to the possibility of forming scar. The reporter was advised to perform a punch number 3 biopsy in the skin (epidermis and dermis) in addition ot maintain corticoid therapy for a longer period and later to remove it slowly. Close monitoring of the patient is important, blood glucose is controlled. The case was reported by another physician, a plastic surgeon on (B)(6) 2013 as the patient had been in contact with him for a second opinion. Some data were contradicting compared to the information reported initially, but initial data is kept in this case as the first reporter has been treating the patient with restylane perlane lidocaine and complications afterwards. Follow up with initial reporter on (B)(4) 2013: the patient has improved after treatment with corticoid and anti-allergy medications. The patient will be injected with 200 units of hyaluronidase on (B)(6) 2013. The biopsy was not performed until now and maybe it will be performed on (B)(6) 2013 at the surgical center. The reporter did not want to do an incision and was worried about the biopsy. Medical manager (B)(6) informed that performing the biopsy is a conduct that should be at his criterion, if he believes that it is not necessary to perform a biopsy to conduct the case there is no problem, however it would be interesting. The reporter was oriented how to perform the biopsy. The outcome for allergy [hypersensitivity], infection [implant site infection], edema [implant sit edema], abscess with pus [implant site abscess] [purulent discharge] and purulent discharge [purulent discharge] is recovering / resolving. The outcome for granulomas [implant site inflammation], hyperemia [hyperemia] and pain to touch [implant site pain] is not recovered / not resolved. The outcome for asymmetric nasolabial folds [medical device implantation] is unknown. The reporter's causality for the case is unlikely for injection and possible for he substance. The company's causality for the case is possible. Company comment: a causal relationship between restylane perlane lidocaine and the events asymmetry, infection, granuloma, hyperemia, edema, abscess with pus and pain and is possible. However it cannot be excluded that the injection procedure per se may have contributed to the events. The allergy seems not to be confirmed with any testing and is therefore unassessable. A trend analysis showed that there was no increased trend of reported medical complaints for resytlane perlane lidocaine lot number 11832. A batch record review for restylane perlane lidocaine lot number 11318 did not reveal any deviations or other observations that indicate any product deficiencies. All chemical and microbiological test results were within the specification limits. Abscess formation developing a while after treatment is primarily likely to be related to an infection. Tissue culture (needle puncture and aspiration) is recommended before starting antibiotic treatment. Drainage of the abscess is recommended if there ar signs of pus. If recurrence of symptoms after complete recovery one could consider to dissolve any remaining ha with hyaluronidase injection or, alternatively manually expressed when into the remaining product. An initial report was submitted to anvisa on (B)(6) 2013. The reported events are already addressed in the labeling. No action is needed at time being. For reference purpose only, this case has also been assigned the following (B)(4). This case was received by q-med on (B)(4) 2013 and was forwarded to valeant on (B)(4) 2013.

Manufacturer narrative:
Pharmacovigilance comment: (B)(4) 2013. The events hypersensitivity, implant site infection, medical device implantation, implant site inflammation, hyperaemia, implant site oedema, implant site abscess, purulent discharge and implant site pain are assessed as serious and possibly related.